Manufacturer narrative:
Complaint conclusion: as reported, a 55cm trapease filter placed within the inferior vena cava (ivc). The patient died in the emergency room; however it is unknown if the death was related to the device or a pulmonary embolism. The patient had a history of deep vein thrombosis (dvt) and pulmonary embolism (pe) treated with warfarin therapy. Prior to orthopedic surgery the warfarin was discontinued. The trapease was placed in the ivc via femoral approach and under fluoroscopic guidance on (B)(6) 2015 prior to an orthopedic surgery. The trapease filter device was stored, handled, and prepped according to the IFU. The surgeon noted a vena cava measurement of 2.7 cm in diameter. Complete expansion of the filter was noted at time of placement. On (B)(6) 2015, the patient underwent a knee replacement at another facility. On (B)(6) 2015, the patient presented to the emergency room with syncope followed by cardiac arrest upon arrival. Resuscitation efforts were unsuccessful and the patient expired in the emergency. The family requested an autopsy which reportedly noted a saddle embolus across the bifurcation of the main pulmonary artery extending into the left and right pulmonary arteries. The filter was found in the right ventricle just below the pulmonic valve. The filter was noted to contain clotted blood after removal. There is no indication of when the filter may have migrated. The autopsy report and death certificate were not made available for review and a definitive cause of death was not determined by the pathologist. The device will not be returned for analysis. Procedural images were provided and sent for review by an independent physician. The report noted: ¿four cd-roms are submitted for review. Cd 1 is from filter placement on (B)(6) 2015. Access is from the right femoral approach. Initial ivc venogram shows the ivc to be approximately 26 mm in diameter and there is no evidence of ivc thrombus. Cd 2 is from filter placement on (B)(6) 2015. This file again shows an ivc venogram performed from the right femoral approach. The ivc is normal in caliber and course and there is no evidence of ivc thrombus. Cd 3 is from filter placement on (B)(6) 2015. This again shows three venogram runs of the ivc prior to filter placement. Cd 4 is from filter placement on (B)(6) 2015. This shows the filter placed in the infrarenal ivc. The filter appears well expanded and unremarkable. No venogram images following filter placement are provided. Conclusion: this complaint involves a patient who had a trapease ivc filter placed prophylactically for upcoming orthopedic surgery in a patient who had a history of dvt and pe. After surgery the patient presented in cardiac arrest and died. Autopsy revealed the filter to be in the right ventricle and there was a large saddle embolus in the pulmonary artery. There is no way to determine definitively when the filter migrated. It could have occurred prior to surgery, post surgically, during the cardiac arrest, or during the attempted resuscitation. For the purpose of this review I will address the most probable scenario; that the filter migrated at the time of the arrest. The potential of filter migration is well documented in the literature. Etiologies such as incorrectly measured ivc diameter, megacava, abdominal trauma or pressure, and dramatic changes in fluid status have been documented. One known potential etiology of filter migration is massive embolus producing filter dislodgment. This appears to be the most likely explanation in this case. When the filter was found in the right ventricle it contained thrombus and there was a large saddle embolus in the main pulmonary artery. This situation is an unfortunate risk of performing surgery in high risk patients with history of dvt and pe. From the information provided I do not believe that this case represents a manufacturing issue of the filter but rather is an example of the complexity of treating patients with significant thromboembolic disease. There is information not provided that would be useful for further evaluation. Post filter implant venogram images would be useful to demonstrate good wall opposition. Clinical information regarding the patients overall health and fluid status at the time of implant is important. Information about the patient¿s surgery and post surgical activity from (B)(6) 2015 to the time of arrest on (B)(6) 2015. Autopsy results and death certificate would also be important to review.¿ the device was not returned for analysis. A review of the manufacturing documentation associated with this lot 17156182 was performed and revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿filter migration-embolization¿ could not be confirmed as images were not provided noting this occurrence. The exact cause of this event could not be conclusively determined, based on the information available for review, the patient¿s history and procedural factors may have contributed to this event. As noted in the event description, it is unknown if the death was related to the device or a pulmonary embolism. The IFU notes that filter migration and recurrent pe as possible long-term complications associated with filter implantation. Neither the information available nor the DHR suggest a design or manufacturing related cause for the reported migration; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
A DHR (device history record) review was performed. Review of lot 17156182 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. 18 reworked units were found due to contamination. Contamination defects were reviewed against process wi 10569224 and the reworked units are not related to the reported complaint. No non-conformances and process excursions were generated for this lot. The device will not be returned for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Procedural films were received on 05/07/2015. Review of additional information from films is pending. Any additional information will be submitted within 30 days of receipt.

Event description:
It was reported that a 55cm trapease filter was placed in the inferior vena cava via a right femoral approach under fluoroscopic guidance on (B)(6) 2015 prior to an orthopaedic surgery. The filter migrated to right ventricle and the patient died in the ER on (B)(6) 2015. They do not know if the death was related to the device or a pulmonary embolism. The surgeon noted the vena cava measures 2.7 cm in diameter. He also noted complete expansion of the filter. The filter was removed from the patient. The device was stored, handled, and prepped according to the IFU. The patient had a history of dvt and pe and needed to stop warfarin therapy for his surgery. The patient presented to the ER on (B)(6) 2015 with syncope and went in to cardiac arrest on arrival. Resuscitation was unsuccessful and the patient expired in the ER and the family requested autopsy. In reviewing the case, it was found that the patient had undergone a knee replacement on (B)(6) 2015 at another facility. During autopsy on (B)(6) 2015, the patient was found to have a saddle embolus across the bifurcation of the main pulmonary artery extending into the left and right pulmonary arteries. The filter was found in the right ventricle just below the pulmonic valve. The filter was noted to contain clotted blood after removal. There is no indication of when the filter may have migrated. At this time the autopsy report and death certificate are not available and a definitive cause of death was not determined by the pathologist. The device will not be returned for analysis.

Manufacturer narrative:
Concomitant products: warfarin therapy on uu/uu/uuuu. (B)(4). The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information in form of images were mailed and have not yet been received,. Additional information will be submitted within 30 days of receipt.